Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the previously submitted report. Corrected fields: h6, h11 the detached component identified during the device evaluation was the distal end. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure, without any design or manufacturing issue, due to a stress problem. A root cause could not be identified.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the detached control body was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure, without any design or manufacturing issue, due to device migration. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasound bronchofibervideoscope's bending rubber was detatched from the tip. The issue occurred during reprocessing. There were no reports of patient harm.